Manufacturer narrative:
No patient involvement reported. Date of event is unknown. Device is an instrument and is not implanted / explanted. Reporter's contact number (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Device history records review was completed for part# 356.220, lot# sx490541. Manufacturing location: (B)(4), manufacturing date: nov 07, 2005. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that upon receipt of a loan set from distributor (B)(4) centre, an inspection of the set found that a drill bit ø 3.2mm was broken. The broken-off piece will not be returned for investigation. No patient involvement reported. This report is for one (1) drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was performed on the returned drill bit (part 356.220 lot sx490541): the visual inspection has shown that the fluted tip section is approximately 23 mm shorter as it should be. The remaining cutting edges are also worn and damaged. There were no other damages or signs of misuse detected. The cutting tip is still available and the drill bit is not broken as reported. There were no issues during the manufacturing of the product that would contribute to this complaint condition. The measurements of the hardness after the hardening procedure were within the specification. Based on these findings we exclude any manufacturing related issue. The outer diameter was measured per relevant drawing and confirmed to be within specification. As the fluted tip section is shorter as it should be and due to the unevenly ground tip we have to assume that the drill bit was re-sharpened several times. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Preliminary investigation of the returned device revealed it is not broken as initially reported. Device was resharpened by the customer.